Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up fully. Review of the system log file showed an error that failed to initialize the grabber cards. Upon further troubleshooting action, fse confirmed that the issue was with the grabber cards. The fse performed diagnostic tests which results in passing successfully. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code and health impact code were corrected.

Event description:
It has been reported to philips that the allura xper fd20 system was not fully booting up. No patient was involved in this event. No patient harm has been reported. A cold restart was performed and the device was not able to boot up. Philips has started an investigation of the complaint.